Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) replaced seals and cleaned the fluidic and vacuum paths. The fse performed precision checks, ise checks, calibration, and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 146 mmol/l. The customer prompted to repeat the sample when end-of-shift qc was performed and was out of range. The sample was repeated on another analyzer and the repeat result was 140 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The alarm trace did not contain a conspicuous event. The calibration and qc recovery data provided was acceptable. The investigation did not identify a product problem. The root cause of the event could not be determined.